Manufacturer narrative:
G4:03dec2020. B4:04dec2020. The device was reported to have been in testing while being set-up for use. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). And it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customers bio-med replaced the cpu pcba to resolve the issue and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.